Manufacturer narrative:
The investigation into high purge pressure issue completed since the original report was filed. The device was returned for investigation. According to the clinical, high purge pressure and low purge flow alarms were recorded. Product evaluation confirmed that there was biomaterial in the purge gap with no visible purge line kinks. The cause of the high purge pressure is not determined because not enough information was given.

Event description:
The user facility reported a 42-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported the impella 5.5 pump began to experience high purge pressure and low purge flows during patient support. The purge cassette, purge bag, and purge solution were swapped to troubleshoot the issue, but the pressure remained high. After 5 hours, the decision was ultimately made to exchange the pump. There was no patient harm reported.

Manufacturer narrative:
The impella device was received from the customer and an evaluation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed. Per the IFU: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿